Event description:
The patient with this device complained of swelling over the device pocket, with soreness to the left shoulder area. There was no drainage, fever or chills noted. A blood culture, cbc and ultrasound were ordered. The cbc was normal. The blood cultures were negative. The ultrasound was cancelled by patient as swelling resolved on own.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.